Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r upn: m365sc1110020. Model: sc-1110-02. Serial: (B)(6). Batch: 16277353.

Event description:
It was reported that the patient was experiencing inadequate stimulation and difficulty charging the ipg. The patient underwent a lead and ipg replacement procedure. No further information has been obtained despite good faith efforts.